Event description:
The customer reported to beckman coulter (bec) that a bloody fluid of about 1-2 ml had leaked on and around the stripper plate area, ie, pierces station area on the coulter lh 750 hematology analyzer. The leak was contained within the instrument. The msds was not reviewed by the customer. There is an exposure control/risk management plan in place at the facility. The operator was wearing a laboratory coat and gloves at the time of the incident. There was no biohazard exposure to open wounds or mucous membranes. The operator did not seek medical attention. No erroneous results were generated in connection to this event. No death or injury is attributed to this event and there was no change to patient treatment.

Manufacturer narrative:
Beckman coulter field service engineer (fse) was dispatched to the customer site on (B)(4) 2013. The fse did not confirm an active leak reported by the customer. Per the fse, there was an evidence of dried blood seen as a result of the draining issue. This indicated that a previous leak originated from the needle drain vacuum (vl57a) area. The high vacuum pathway was checked and flushed by the fse. The partially clogged tubing from quick dispense 1(qd1) to probe/needle drain vacuum (vl57a) was replaced. Failure mode of this event was related to the partially clogged tubing between qd1 to vl57a. (B)(4).